Manufacturer narrative:
Complaint confirmed. One unpackaged ar-623-t308, batch 132581529 tibial bearing trial was received for investigation. Visual inspection identified breakage along the diameter of the hole at the top of the trial. Approximately 5.81mm of the material remained bent at the breakage site. The observed condition is most likely due to user applied mechanical forces during use, such as through prying/leveraging the trial during the removal process using the hook probe detailed in the event description. The fragment generated during the event was not returned for analysis.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported that during a knee procedure, the surgeon was using the hook probe to remove the ar-623-t308, trail and the device broke. All pieces were removed and the case was completed.